Event description:
It was reported the system displayed a precharge voltage error message. Which will shut the system down. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.